Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has tried 3 sensors in the past 2 weeks. The first sensor was giving incorrect glucose readings showing it was high and she was low. Customer stated that the second sensor never left the warm up stage and kept alarming sensor error so she inserted the third with which she received sensor error and calibration error repeatedly. During troubleshoot; customer stated that the connection bridge has no damage, the sensor feature is on currently but the led light did blink for ten seconds. Reconnect old sensor option performed. Transmitter failed the test plug procedure. It was noticed that the transmitter was expired. Customer was advised to replace the transmitter. Blood glucose value is 100 mg/dl. Nothing further reported.